Event description:
Reporter indicated that vns pt was explanted due to infection. The pt was doing well after implant surgery until the lead "popped out" of the neck incision site due to wound dehiscence. The infection was treated with antibiotics, I&d and explant of both the generator and lead (excluding electrodes). The infection has reportedly resolved. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.